Manufacturer narrative:
H.6. Evaluation results: customer/returned product: some caps were reported tight and some tubes were found to have elongated cracks. Retention samples: mechanical torque test: some caps were tighter than others but were within specification. Visual examination results and device history record review were acceptable. H.6. Conclusion: weakness in glass contributed to the event. A number of corrective actions were implemented by the tube MFR, including annealing time and lehr temperature changes to prevent thermal shock. Contract MFR has changed to tube supplier with previously established quality history, and made changes to in-process and raw material inspection. Communication sent to customers to describe safe handling of glass tubes and methods for preventing injury should breakage occur during use.

Event description:
Laboratory technician rec'd small cut on right side of hand when tube containing 0.4% saline with pluronic broke in their hand. The cap was reportedly tighter than normal. The cut did not require any medical intervention. The technician reportedly cleaned and disinfected the cut, applied a band-aid and was able to return to normal work activities.